Manufacturer narrative:
Upon receipt, the lead under complaint and the available ICD data were extensively analysed. The available iegms confirmed the presence of noise in the rv, ff and a channels. The detection of noise in the rv channel resulted in shock deliveries. Next, the lead under complaint was analysed. The lead was found dissected at 12 cm distal to the is-1 connector pin. Only the proximal segment was received for analysis. Upon inspection, coagulated blood was noted inside the lead, which impeded a stylet to be advanced through the lead's hub, as mentioned in the complaint description. With regard to the noise episodes mentioned in the complaint description and confirmed through the available iegms, no deviations were noted. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This patient received multiple shocks due to noise on the rv channel. The physician attempted to explant this lead however a stylet could not be advanced through the hub, so this lead could not be extracted. The proximal portion of this lead was explanted, but the rest of this lead remains capped in the body. Should additional information become available, this file will be updated.